Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon did not inflate properly. No patient involvement was reported.

Manufacturer narrative:
Other text: h3, h6 -updated one sample was received with out the original packaging for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed as the device inflated as necessary. No corrective actions are required because the complaint was not confirmed with the sample provided. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.